Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while inserting an 18 fr catheter in a patient with hyperalgesic urinary retention, the urine did return. The nurse inflated the balloon with 10ml of sterile water but when the nurse mobilized the catheter, it did not stay in place. When they tried the second time with 20ml of sterile water, the same incident occurred again. They tried several times injecting sterile water more slowly, changing the batch or inserting a 20fr probe, but they could not succeed. The patient also felt the balloon pop once. The user also carried out blank tests outside the patient and the balloon was also puncturing. After several attempts, they succeeded in inserting the urinary catheter. The customer used 165820ce, and 165818ce with batches mygq1137 and myey1462. The packaging of other unknown batches were not preserved, and the probes are available from the pharmacy for expert appraisal.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be " wall thickness too thin". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while inserting an 18 fr catheter in a patient with hyperalgesic urinary retention, the urine did return. The nurse inflated the balloon with 10ml of sterile water but when the nurse mobilized the catheter, it did not stay in place. When they tried the second time with 20ml of sterile water, the same incident occurred again. They tried several times injecting sterile water more slowly, changing the batch or inserting a 20fr probe, but they could not succeed. The patient also felt the balloon pop once. The user also carried out blank tests outside the patient and the balloon was also puncturing. After several attempts, they succeeded in inserting the urinary catheter. The customer used 165820ce, and 165818ce with batches mygq1137 and myey1462. The packaging of other unknown batches were not preserved, and the probes are available from the pharmacy for expert appraisal. Per investigator's notification received on 08aug2024, the customer returned a 18fr catheter with balloon rupture.